Manufacturer narrative:
No unexpected external error alarms or reset anomalies noted during testing. Unit passed pump self-test, off no power test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. Constant unexpected restart alarms after battery changes and high idle current due to faulty connector on interface board. Unit was received with blank display due to corroded battery cap contact. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. Moisture damage on all electronic assemblies were noted and corrosion on motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 156 mg/dl. In the alarm history external error and unexpected restart alarms were found. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.